Event description:
The healthcare professional (hcp) of the home pt (hp) reported hp expired after using the homechoice cycler for apd therapy. Hcp relates that the hp was found to be unconscious at the end of therapy using the homechoice system and as a result, baxter instrument services was contacted for info on procedures for disconnecting the hp from the apd setup. According to the hcp, the hp had calcification of their arteries due to a pre-existing condition of calciphylaxis and as a result, the hp went into cardiac failure. The hp was transported to the ER and subsequently expired. The hcp relates that they do not attribute incident to the homechoice device but to hp's condition of calciphylaxis.